Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v969850, implanted: (B)(6) 2012, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 3389-40, lot# j0217134v, implanted: (B)(6) 2002, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
A consumer reported that when they tried to charge the implantable neurostimulator (ins), they got a message that the antenna was not working and could not connect to the ins. The patient was not able to charge the ins and they had no telemetry when recharging. The ins was working fine until last friday. The patient thought the ins battery was running down since they were getting more and more headaches. The patient wanted to meet with a manufacturing representative to have their ins checked since they did not want the battery to go completely dead. On the following day, the patient reported they had a loss of therapy and a loss of stimulation. The patient noticed they were getting more muscle spasms and headaches. The patient's indication or use is dystonia, parkinson's dual, and movement disorders. The ins needed to be charged, but they kept getting the relocate antenna screen when trying to charge. Everything was working fine until the patient noticed their symptoms returned on saturday and that was when the ins was checked. Every day the patient recharged the ins for one hour and that was what their health care provider (hcp) advised them to do. The loss of therapy was due to a low ins battery. The patient tried using the antenna locate feature. The first attempt resulted in the antenna locate exit screen. The second attempt resulted in a power on reset (por), but the patient then saw the recharge status screen with eight coupling bars. The ins symbol was blinking between empty and the 1/4 charged. On (B)(6) 2015, the patient met with their hcp and a manufacturing representative for troubleshooting. The patient had previously met with the hcp on (B)(6) 2015 and the ins was turned off so the hcp turned it back on. The recharging statistics from the clinician programmer read (B)(6) 2000, (B)(6) 2015. The (B)(6) data was due to the por. The por had been successfully cleared by the hcp on (B)(6) 2015. Refer to manufacturer report #3004209178-2015-17149.

Event description:
Additional information received from a health care provider (hcp) reported the implantable neurostimulator (ins) was checked and the patient had failed to recharge. The charging issue, poor communication, and loss of therapeutic effect had been resolved.